Event description:
It was reported that during implant the epicardial pacing lead experienced noise and oversensing. The lead was removed and replaced. The lead will not be returned to the manufacturer. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.